Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that a bard 16g urinary catheter was inserted for a patient for coronary artery bypass surgery. It was stated that the clinician was unable to deflate the balloon of the catheter. There was an attempt made to deflate the balloon by cutting the valve off and wire insertion but there was no success. It was stated that an urology referral made and a needle was inserted through the anterior abdominal wall, into the bladder with ultrasound guidance. The needle perforation was made to deflate the catheter balloon. Visible component of the balloon was missing when the catheter was removed on (B)(6) 2021.